Event description:
Complainant alleged that during biomed testing the device displayed "defib comm error" and "pacer comm error" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has not been rec'd for eval, and a follow-up report will be submitted when the investigation is completed.